Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During operation, the surgeon wanted to make an adjustment to angle of the screw positioned in sacrum, and he was making attempts to remove the screw. An intra-operative x-ray image of the screw position was used by the surgeon and is not available for review. During removal with a screwdriver, the polyaxial insert detached itself from the screw head. According to the information from the sales representative, greater force was being exerted against the screw at the time of removal due to difficulty in removal. Surgery was delayed greater than 15 minutes; operation completed successfully.